Event description:
It was reported that caller observed air bubbles in infusion set tubing between t:lock and patient line during pumping, with issue ongoing at time of call and bubbles described as slightly larger than champagne-sized but not large. There was no adverse impact to the customer¿s blood glucose level. Caller confirmed blood glucose of 6 mmol/l with normal insulin delivery, stated that bubbles did not appear after priming with fill tubing feature, and was advised to complete fill tubing step later; large air bubbles were no longer present and caller was able to resume insulin therapy with understanding of instructions.